Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing with test device test ltf-v3, there was no image yielded for the device. This is attributed to a faulty socket. The contact pins were not noted to be bent. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, the color bars were visible, but there was only a black screen when the camera head was plugged in. There is no patient involvement and no harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the bent terminal of the video connector may have disabled communication with the scope, results in no image. However, the definitive root cause of the bent terminal could not be determined. Olympus will continue to monitor field performance for this device.